Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation surgery with implantation of a 250cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant by a medical professional. As a result, the patient is scheduled for breast implant removal on (B)(6) 2024.

Manufacturer narrative:
On september 19, 2024, mentor was notified that the patient was also diagnosed with capsular contracture of the right breast as the right breast was dense. Additionally, the patient had imaging studies conducted which showed calcifications in the right breast. Mentor was notified that the complaint device could not be returned as it could not be sterilized due to its poor condition. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The patient's age at the time of the event was provided. Patient age at the time of event: 53 years old on (B)(6) 2024, mentor was notified that the patient underwent bilateral removal and replacement with 250cc mentor smooth round moderate profile saline breast implants during the revision surgery. Additionally, mentor completed an evaluation on an image that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, the implant was observed deflated. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).